Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver 500 ml of an unspecified medication, at a rate of 50 ml/hr, via a symbiq pump. At an unspecified time, the option-lok male adapter of s secondary tubing set was connected to an unspecified clave y-site of the primary tubing set for a piggyback delivery of 100 ml of an unspecified concentration of potassium chloride, at an unspecified rate. The primary solution container was hung lower than the secondary solution container. The customer contact reported that immediately after the delivery was started, the nurse reported that backflow of solution from the secondary solution container into the primary solution container was noted. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During testing at the user facility, no potassium chloride was found in solution container; however, potassium chloride was noted in the sample obtained from the primary drip chamber. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.